Event description:
The account alleged the bed exit only functions on the right side of the bed. The account alleged a patient was able to get out of the bed without the bed exit alarming. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.